Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: all of a sudden light went red only. It was like the green and blue led¿s turned off. Re-seated the light cable it worked properly but happened again 3 times. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Probable root causes can be attributed to an issue with the setup, cable/cable routing, or an issue with the light source or light cable/connection. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that loss of image occurred. Procedure was completed successfully with a replacement tower.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that loss of image occurred. Procedure was completed successfully with a replacement tower.